Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric flow rate accuracy test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The reported symptom of failed "gravimetric flow rate accuracy test" could not be confirmed or reproduced due to the occurence of a false upstream occlusion during testing. The alleged failure occured at a flow rate of 800-ml/hr, but testing was only able to be completed up to a flow rate of 100-ml/hr. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.